Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Intraoperative event date is unknown; occurred some time in 2015 or 2016. Device is an instrument and is not implanted/explanted. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of a set of field equipment on (B)(6) 2018, it was noted that a screwdriver was missing. The reporter recalled that the screwdriver had broken approximately two and a half years earlier (2015 or 2016) during an open reduction internal fixation of the proximal tibia. It was further explained that the tip of the screwdriver broke off in a 3.5 mm cortical screw, while the screw was being placed to secure a 3.5 mm variable angle locking compression plate. The tip of the screwdriver was embedded in the head of the screw and the surgeon did not make any attempt to remove it. There was no additional medical intervention, no surgical delays, and no further interoperative events. As far as the reporter could recall, the patient was reported to be stable at the end of the surgery. Standard x-rays were taken during the procedure; no additional x-rays were ordered by the surgeon. The screwdriver was discarded, as such, it is not available for investigation. Concomitant devices reported: 3.5 mm variable angle locking compression tibia plate (part # unknown, lot # unknown, quantity 1), 3.5 mm cortical screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial medwatch ((B)(4)) was submitted with the incorrect awareness date. The awareness date is 2.5 years ago--august 1, 2015 is most probable date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.